Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
The secondary contact reported that the needle button popped out before the 24 hours period. The caller advised that it happened several times: first time this happened was around (B)(6) 2020, and the following on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. The caller mentioned those events are not related to excessive movements or clothing interference. The caller indicated that the needle button popped out after 19 hours approximately on (B)(6) 2020. The caller indicated that she did not have the timeframes for the other dates provided. The caller indicated that the patient uses the v-go on his abdomen.